Manufacturer narrative:
Clinical conclusion: there is temporal relationship between ccpd therapy with the liberty cycler set and the patient¿s staphylococcus aureus peritonitis. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a well-known complication in pd therapy. Staphylococcus aureus is a well-known colonizer of human skin and nares; therefore, the patient¿s peritonitis was most likely caused by breach in aseptic technique while the patient performed pd therapy, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported by this patient on continuous cycling peritoneal dialysis (ccpd) having a previous event of peritonitis. During follow up, it was confirmed by the patient¿s peritoneal dialysis nurse that the patient¿s pd effluent grew the organism staphylococcus aureus with many white blood cell (wbc) detected and the patient was diagnosed with peritonitis on (B)(6) 2018. The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency and duration). Per the nurse, the patient was not following aseptic technique during pd treatment which is what led to the peritonitis infection. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.